Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss. It was observed that a link pull occurred at the posterior cuff which would look similar to the reported cuff miss. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a superficial femoral artery (sfa) interventional procedure. The arteriotomy was 5fr and during the sfa procedure the sheath was upsized to a 12fr sheath. Reportedly, when the plunger was pulled back a cuff miss occurred. A second proglide device was used for successful suture placement. The sfa procedure was successfully completed and hemostasis was achieved using the second proglide placed suture. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.